Event description:
It was reported that during a lavh, the electrode tip broke off and fell into the patient. It was retrieved with a forceps laparoscopically after x-ray. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: the device was received with the electrode tip broken off from the shaft and present. No functional analysis could be performed due to device's receiving condition. No conclusion could be drawn as to what caused the tip to break off.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.